Event description:
It is alleged that during a case the scalpel/electrocautery instrument was arcing at the wrist. The instrument was replaced and the case continued. No injuries to the pt were reported.